Event description:
Plaintiff alleges sensitization to latex and sustained numerous, injuries, including respiratory problems, including anaphylactic reactions, and related mental and emotional distress of a permanent and continuing and life-threatening nature. As a direct result, plaintiff has been caused to suffer and will continue to suffer substantial loss of earnings and earning capacity.